Manufacturer narrative:
The real intelligence cori, part number rob10024, sn(B)(6), used for treatment, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A review of the logfiles and screenshots was completed, and the problem was confirmed, screenshot review confirmed the reported collection error stating the malleoli points were collected in the wrong order. This error was recreated when the hardware and specific point registration was conducted as follows: the femoral tracker was pointed toward the ceiling as much as the camera¿s visibility would allow, which was drastically pointed in the positive y-direction. These coordinates create the ¿left vector,¿ which are the coordinates of the femoral tracker in relation to the camera. The ¿lm vector¿ is the second vector that is created between the lateral malleoli to the medial malleoli coordinates. A very low point of the medial malleoli was collected, and a very high point of the lateral malleoli was collected. The lm vector then pointed drastically in the opposite direction of the left vector. When the left vector (femoral tracker) points drastically in the positive y-direction (toward the ceiling), and the lm vector drastically points in the negative y-direction (toward the floor), the occurrence of this error is high. This error happens during neutral position collection because this is where the left vector is obtained. As determined by the software, the resulting angle of these vectors (vectors pointing in the opposite direction of each other) had made the malleoli appear out of order. The software functioned as required, and the error was presented under the correct conditions. The log files were reviewed and confirmed that the angle between the two vectors resulted in a value that would prompt the "the malleoli points were collected in the wrong order¿ error message. The blue man appearing could be attributed to an incorrect shut down of the cori system. Cori-v1.5 has been validated on pp-181 rev f. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, after building mechanical axis of tibia and femur and beginning to take points for femur model the cori system automatically kicked the system back to registering points of malleolus. All these points were retaken again, but the cori system again kicked the system back to malleolus registration, this time giving a prompt that the malleolus points were taken in the right order. However, it was clear to everyone in the room that the points were not taken in the wrong order. At this time cori was restarted and a new case was created to remedy this. Then it was proceeded to get past mechanical alignment points, and just as surgeon began to register femur model, cori completely shut off and showed a blue man. At this point, the patient was found to have an infection and cori usage was pulled. The surgery was completed, after a non-significant delay, changing to manual procedure. No other injuries were reported.